Event description:
A pt (age and gender unk) underwent a therapeutic egd procedure for treatment. The resolution clip device would not initially complete the deployment sequence by separating from the catheter. Manipulation of the device by the clinician did result in full deployment, however upon deployment of the device, the jaws of the clip separated in two. Use of a previous resolution clip resulted in the same issue. Please note associated medwatch report 6000048-2006-00276. The pt did not sustain any reported complications or ill effects as a result of the deployment issue. There is no further info available regarding this event at this time.

Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.